Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was unable to adjust stimulation using the pt programmer. A power on reset (por) message appeared. The pt called for technical assistance. The reason for por message was unk, but the pt was able to reset the programmer device with assistance over the phone.